Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 457 mg/dl, 450 mg/dl and 66 mg/dl at time of incident and the current blood glucose level was 178 mg/dl. The customer was treated with manual injection for high blood glucose level and treated low blood glucose level with food, drank hot chocolate and snacks. Customer did not report any symptoms related to the high and low blood glucose level. The customer does not allege that the insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting. The device will not be returned for analysis.